Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable was replaced and the mainframe ps1 power supply was adjusted. The x-ray controller, generator interface and backplane printed circuit boards were replaced as needed. The hard drive was replaced and the software was reloaded. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system would continuously perform fluoroscopy but not live fluoroscopy was indicated and that the mainframe would lose communication with the workstation during a procedure. No pt injury was reported.